Manufacturer narrative:
B4:10may2021. There was no patient involvement. The service engineer (se) inspected the device. The se found that the touched position was observed to be out of alignment. Although touchscreen calibration was performed, the issue was not addressed. The se replaced the touchscreen, and the unit was checked overall, cleaned, functionally tested, and no abnormality was confirm.

Event description:
It was reported that the ventilator's screen failed. There was no patient involvement. Reportedly, the local sales representative visited the site and confirmed the reported issue. The lower part of the touchscreen was unable to be manipulated.